Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent cystoscopy due to sui. It was reported that the patient underwent partial removal of mesh on (B)(6) 2012 due to pain, urinary incontinence and erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.